Event description:
During acl procedure an instrument, the stryker versitomic a/m 7mm guide- left acl, broke while in the patient's knee. Operating physician was able to retrieve small broken piece without further incident or complication to procedure. This was the first time this brand new piece of equipment was used at this hospital.